Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggest that there are connection issues. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
A sample was not available for investigation of this feedback; however the customer indicates that a terumo infusion set disconnected from the maxzero during infusion, however no leakage occurred. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 18075969 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample or the connecting product in use at the time of the customer's experience it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported disconnection. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero connector in the past 12 months. H3 other text : see section h.10.

Event description:
The reported feedback suggest that there are connection issues. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.